Event description:
The pt had two leads implanted with the same lot number. It was reported the pt experienced a change in his stimulation. An sjm rep met with him and diagnostics showed impedances were normal, however he was not able to go above 13ma. The sjm rep ran diagnostics again and contacts 1 and 4 were low. The sjm rep is currently working with the pt to successfully reprogram his scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.